Event description:
The customer observed falsely elevated alinity I toxo igg results for several patients. The following data was provided (>/=3.0 iu/ml is reactive): sample ID (B)(6) initial result was 8.8, repeat on another analyzer was <1.6 iu/ml, another sample initial result was 11.6 iu/ml, repeat was negative. It was noted that the customer was also have issues with their quality control results for toxo igg, cmv igg, and cmv igm. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional patient results were provided by the customer and added to section b5 - describe event or problem. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I toxo igg result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the pump, bulk solution transfer, part number a-30111949-01, and the valve, wash cup, all positions, part number a-30111660-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings, and investigation conclusions that were not included in the initial report.

Event description:
The customer observed falsely elevated alinity I toxo igg results for several patients. The following data was provided (>3.0 iu/ml is reactive): sample ID (B)(6) initial result was 8.8, repeat on another analyzer was <1.6 iu/ml. Another sample initial result was 11.6 iu/ml, repeat was negative. It was noted that the customer was also having issues with their quality control results for toxo igg, cmv igg, and cmv igm. Additional patient data was provided on 17aug2022: a third sample initial result was 3.6, repeat on another analyzer was <0.2 iu/ml, which is negative. There was no impact to patient management reported.